Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, a 23mm trifecta valve was implanted in the patient. On (B)(6) 2024, the patient presented with fluid buildup (edema, ascites), cardiomyopathy, pleural effusion, severe pulmonary hypertension. A non-abbott valve was implanted as valve-in-valve. The patient status is unknown.